Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection of the electrode tip found no anomalies. That would have resulted in the clinical observation of dislodgement. Resistance testing was performed and confirmed that the lead was electrically continuous. An x-ray showed that the inner coil was stretched near the lead tip which would have contributed to the reported helix issues.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without issue. No additional adverse patient effects were reported.